Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator missed the ECG signal for a few seconds during demand mode pacing. There was no reported negative patient impact.